Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An nt clip (30808r2014) was successfully implanted on the mitral valve. To further reduce mr, an ntw clip (30815r1072) was inserted. While in the left ventricle (lv), the clip became caught on the implanted clip, causing the implanted clip to tilt on the leaflets. The second clip was removed from the first clip and deployed without further issues, reducing mr to a grade of 1. It was noted the first clip remained stable on both leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.